Event description:
Hill-rom received a report from a hill-rom technician stating the brakes are not holding. The bed was located at the account on the ground floor. There was no patient/injury reported. (B)(4).

Manufacturer narrative:
The hill-rom technician found the brake casters not holding most likely due to normal wear and tear. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2007-2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the brake casters to resolve the issue. Based on this information, no further action is required.